Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited high thresholds. The decision was made to not perform a revision and continue to monitor the patient. The patient was in good condition.